Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Hospitalization was not reported. The same day as event onset, the patient was treated with tazact injection (4.5gm, once daily, intraperitoneal, ongoing) and vancomycin injection (1gm, every third day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient recovered from the events. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.